Manufacturer narrative:
(B)(4) occlusion is labeled in the IFU. No product or images returned to assist with investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries, the proper deployment sequence for releasing the top cap, and deployment of contralateral and ipsilateral legs, and provides guidelines for proper anatomical requirements. In addition, the IFU provides instructions on performing angiography prior to top stent deployment to verify the position of the graft with respect to the renal arteries. Stating: "if necessary, carefully reposition the covered portion of the endovascular graft with respect to the renal arteries. (Repositioning can only take place over a small range of distance at this stage.)" The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description, as well as the physician's comments: "I attempted to place the main body just below renal arteries and it resulted in left renal occlusion." We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No further risk reduction activities are required per qera and the risks remain at an acceptable level.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure and the procedure was performed as prescribed. Final angiography revealed left renal artery occlusion. Another MFR's stent (6mm x 18mm) was placed in left renal artery, and blood flow to renal artery was confirmed. The pt is fine.